Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely the communication error occurred due to the failure of the terminal inside the video connector socket. The terminal buckling was caused by the scope used in the combination and occurred in the following order: 1. When inserting the scope connector into the video connector socket of otv-s190, the missing part of the scope connector tip was caught by the terminal inside the video connector socket of otv-s190. 2. The terminal inside the video connector socket of otv-s190 was pushed back and the terminal buckled because the scope connector was further inserted with the inserted scope connector caught. The following is stated in otv-s190 instruction manual "6. 3 connection of an endoscope": "confirm that the video connector of the video scope are not damaged."

Manufacturer narrative:
Device was received for evaluation. Evaluation determined that the reported issue was confirmed. The device was found with bent pin inside the scope socket with loose connection. In addition, minor wear was observed on the top cover. The front panel was observed with a scratch and discoloration. The identified parts were replaced, device was repaired. The software was upgraded. Once completed, the device was tested and passed required testing and specifications. Based on evaluation findings, the reported issue was confirmed. The bent pin likely attributed to mishandling.

Event description:
It was reported that the device connector was broken. The camera was not working, no image and the pins on the socket are found bent. There was no patient involvement on this report.